Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The stem would not impact into the canal and sat proud. Surgery was extended 30-40 minutes because of this issue.